Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The useful life of the meter is 5 years. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that adc meter does not turn on by button or test strips. There was no report of death or permanent injury associated with this event.